Event description:
Linear stapler/ cuter wouldn't fire.

Event description:
Linear stapler / cuter wouldn't fire during the initial attempt. A new device was opened and used successfully. There was no patient harm.